Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed) was due to the cable connecting ECG "c" and ECG "d" not being able to recognize. The j704 component was found damaged on the dn pca board. The root cause for the damaged part was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.